Manufacturer narrative:
H.6. Investigation: customer returned an open and empty polybag for 31gx8mm, 0.3ml bd insulin syringes from lot 9077897; no 0.3ml insulin syringes were provided. No syringe samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9077897 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200813704, 200813337] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 5 syringes 0.3ml 8mm 90 bx 450 mo had damaged needles found prior to use. The following information was provided by the initial reporter: "customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on 2020-07-02, and an MDR was submitted under 2243072-2020-01119 with the information available at the time. Additional information was later received on 2020-08-31 that required the complaint to be captured under a different business unit. Thus a new complaint was opened to document this change. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringes 0.3ml 8mm 90 bx 450 mo had damaged needles found prior to use. The following information was provided by the initial reporter: "customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted."